Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that piston does not stop when contact with reservoir. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned the device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to complete the prime test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.